Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 35107834. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection and was also experiencing pain at the implantable pulse generator (ipg) site. The patient was taken to the insta-care unit. Additional information stated that the patient does not have an infection. The site looks great with no issues. Patient says it is sore when they push around the site but nothing unbearable. It was reported that the patient underwent spinal cord stimulation (scs) explant procedure. Patient is healthy and recovered perfectly. Unable to return the product, kept by facility.

Event description:
It was reported that the patient developed an infection and was also experiencing pain at the implantable pulse generator (ipg) site. The patient was taken to the insta-care unit. Additional information stated that the patient does not have an infection. The site looks great with no issues. Patient says it is sore when they push around the site but nothing unbearable.

Event description:
It was reported that the patient developed an infection and was also experiencing pain at the implantable pulse generator (ipg) site. The patient was taken to the insta-care unit.